Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) exhibited therapy inhibition during a real ventricular tachycardia (vt) episode due to arrhythmia occurred right at the therapy zone boarder thus gradual onset. The episode terminated spontaneously before the end of sustained rate duration and the patient was asymptomatic. The therapy zones were adjusted; other parameters were reprogrammed and additional monitor zone for lower rates was programmed. This ICD remains in service. No adverse patient effects were reported.